Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19dec2019.

Event description:
The customer reported touchscreen sensitivity issue. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported touchscreen sensitivity issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The device passed tests and inspection and returned to full functionality.